Event description:
The initial reporter received questionable elecsys vitamin b12 immunoassay, elecsys tsh assay, and elecsys ft4 iii assay results from 18 patients on a cobas 6000 e601 module. Refer to the attachment to the medwatch for all patient data. The initial results were reported outside of the laboratory. The repeat results were deemed correct. The reagent lots and expiration dates were requested but not provided.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The qc data provided was acceptable. The field service engineer performed an instrument check that failed. A cell change was performed and another instrument check was performed successfully. Based on the available data, a general reagent or instrument issue could be excluded. The investigation did not identify a product problem. The root cause of the event could not be determined.